Manufacturer narrative:
Investigation into this complaint included a customer data review, retain/file sample review, a quality data review, and a complaint history review. Investigation is summarized as follows: customer data review: customer result log files were reviewed. The runs were valid. The assay met specification requirements as no error codes or flags were displayed for the run controls. The amplification curves for the discrepant samples were normal and were interpreted according to the software's criteria. The amplification curves for the cellular control were sigmoidal and exhibited normal amplification which suggest that the pcr reaction was successful and efficient. The assay and software is performing correctly with correct interpretations. There is no indication that the alinity m hr hpv amp kit (list 09n15-090) lot 394827 is performing outside of established design performance specifications based on the elements reviewed in this section. Retain/file sample review: file sample testing was performed. All sample types tested generated correct results (negative samples/controls were not detected, and positive samples/controls generated expected calls). A product deficiency could not be identified by the file sample evaluation for the alinity m hr hpv assay (list 09n15-090) lot 394827. The assay reagents performed as expected and met the assay specification requirements without any error/message codes or performance related flags on the run controls. All replicates passed and there were no instances of false negatives. Quality data review: device history record / batch record review: review of the manufacturing packets for alinity m hr hpv amp kit (list 09n15-090) lot 394827 (including the components) did not identify any issues which could result in the reported complaint. Additionally, the quality control (qc) testing for the alinity m hr hpv amp kit (list 09n15-090) lot 394827 (including the components) met all validity and acceptance criteria. No issues related to the reported complaint were reported during qc testing. CAPA / non-conformance review: a CAPA lot search was performed to identify any existing internal quality records which could result in the reported complaint during production or internal use. No existing internal quality records related to the reported complaint were identified as a result of this review for the reported lot. Complaint history review: a complaint review was performed to identify any similar complaints to the ticket being investigated for alinity m hr hpv amp kit (list 09n15-090) lot 394827. Complaint trending was performed and did not identify a new adverse trend. A product deficiency was not identified by this evaluation. Based on the results of the investigation elements, a product deficiency for the alinity m hr hpv amp kit (list 09n15-90) lot 394827 was not identified.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m hr hpv assay, list list number 09n15-090, which is the same/similar to the alinity m hr hpv assay, list number 09n15-095, which received FDA approval.

Event description:
The customer questioned the results for 2 samples while using the alinity m high risk (hr) hpv assay. The customer could not provide an expected result and is questioning the different results. The samples were repeated twice initially due to a loading error. The customer did then repeat the samples when it was noticed that there was a discrepancy in the two first results. This lead them to question the results and to notice that the instrument was still giving discordant results. The results were communicated to clinician based on the repeated tests and validated by the clinician. The following 2 samples are considered false negative: sample ID: (B)(6); test date: (B)(6) 2024; alinity m hr hpv test result: not detected sample ID: (B)(6); test date: (B)(6) 2024; alinity m hr hpv test result: other hr hpv b sample ID: (B)(6); test date: (B)(6) 2024; alinity m hr hpv test result: not detected sample ID: (B)(6); test date: (B)(6) 2024; alinity m hr hpv test result: not detected (positive control failed flag)* sample ID: (B)(6); test date: (B)(6) 2024; alinity m hr hpv test result: other hr hpv b *per the alinity m hr hpv amp kit package insert (53-608076/r6): a flag is displayed for specimens when a control result is invalid. All of the specimens processed following an invalid assay control must be retested. Validated as other hr hpv b by clinician sample ID: (B)(6); test date: (B)(6) 2024; alinity m hr hpv test result: not detected sample ID: (B)(6); test date: (B)(6) 2024; alinity m hr hpv test result: hpv 18 sample ID: (B)(6); test date: (B)(6) 2024; alinity m hr hpv test result: no result; error code received sample ID: (B)(6); test date: (B)(6) 2024; alinity m hr hpv test result: not detected (positive control failed flag)* sample ID: (B)(6); test date: (B)(6) 2024; alinity m hr hpv test result: other hr hpv b sample ID: (B)(6); test date: (B)(6) 2024; alinity m hr hpv test result: other hr hpv b *per the alinity m hr hpv amp kit package insert (53-608076/r6): a flag is displayed for specimens when a control result is invalid. All of the specimens processed following an invalid assay control must be retested. Validated as other hr hpv b by clinician there was no report of impact to patient management.